Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation of the shaft at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar, with numerous kinks in the hypotube and shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on august 03, 2017. It was reported that advancing difficulties occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that a complete separation of the shaft at the collar occurred.